Manufacturer narrative:
(B)(4). Date sent: 12/2/2020. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse fire. What was done to address the bleeding in reoperation? Several cases of doctors have been reported. All undergoing bariatric surgery then bleeding in the bypass anastomoses. Was the site of the bleeding identified? Yes. They identified and intervened to correct. One of the cases was noticed late and underwent reoperation was a blood transfusion required? According to one of the team's doctors, he had a case that needed to be transfused. Were the other events mentioned reported? Please provided pc numbers. - there is only this number of report because when I met the team when I returned to the field they commented on several cases that happened so I made a report only mentioning everything that was said in the expectation of getting a return to the team what is the current patient status? Even after so many reports of problems, all patients were well and were discharged home.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, the bariatric team had some bleeding problems. The patient required a reoperation, blood transfusion, increased length of hospital stay.